Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, clarifying information was received that indicates that the patient was transferred to another hospital ((B)(6)) for the surgical intervention. Additionally, the statement made by the physician (he does not believe that the patient expired due to the issue with the sds, but due to the three vessel coronary arterial lesion history, coronary insufficiency and the bypass procedure), was made by the physician who used the device, not by the physician who performed the surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. It should be note that the rx vision instruction for use states: stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery can be readily performed. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient had a very complex three vessel coronary arterial lesion history and was in the hospital to treat an almost fully closed long stenosis in the left anterior descending artery (lad) on (B)(6) 2013. In addition, the patient had severe coronary insufficiency. The lad was heavily calcified, but not tortuous or with any sharp angles. Radial access was obtained from the left side and predilatation was performed with an unspecified device. A mulitlink vision stent was successfully deployed in the distal segment of the lad without any problems. The physician then proceeded to place a 3.50x12 rx multilink vision in the proximal segment of the lad. The device was easily advanced and the stent was deployed in the vessel. After deflation of the balloon, the physician proceeded to retract the stent delivery system (sds) without any resistance and noticed that the balloon stayed in the expanded stent. During several attempts to move the sds, it was noted on angiogram that the shaft of the sds had separated. The balloon and 7 cm of the distal shaft remained in the lad. The physician removed the proximal segment of the sds and inserted a snare to recover the distal section of the sds. For an extended period of time unsuccessful attempts were made to remove the separated segment from the anatomy. It was still possible to move the balloon in the vessel as the balloon was not entangled with the stent or the anatomy and was still attached to the distal segment of the shaft. As it was not possible to remove the separated segment and the overall result of the lad was not satisfactory, the patient was transferred to the surgical ward of the hospital. Surgical intervention was performed the same day to remove the distal segment of the vision with balloon, as one unit, and perform bypass to the lad to treat the patients coronary syndrome. The patient was transferred to the intensive care unit, where the patient expired several hours after the surgical procedure. The physician stated that he does not believe that the patient expired due to the issue with the sds, but due to the three vessel coronary arterial lesion history, coronary insufficiency and the bypass procedure. No additional information was provided.